Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material would have accumulated and clogged during the procedure. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "- operation manual includes the detection way at chapter 3 preparation and inspection. - reprocessing manual includes the preventive measures at chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. During the device evaluation, the following issues were discovered: the distal sheath glue was decolored; the lenses glue was worn out; the probe cover was cracked; the biopsy channel and key top rubber exchange were out of specification; the bending angulation was out of specification; and the insulation at the distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope was experiencing no air or water flow. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the air/water channel was clogged with unknown material caused by insufficient reprocessing. This report is to capture the reportable malfunction of the foreign material clogging the channel that was noted at estimation.